Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. The surgeon reported the patient's refraction was 1 dipter off target, and the patient may have posterior corneal cylinder. The surgeon also reported the lens was off axis and not at the intended placement. The lens was exchanged three weeks later for a different lens model and power. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).